Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 92% stenosed, 26-28mm x 3.0-3.25mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.75x28mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was withdrawn, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.